Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down/ok keypad buttons intermittently responded to user inputs during testing, it was observed that the ok contact was misaligned, and there was evidence of adhesive/contamination found under the up/down/ok key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly have to be pressed several times for a response. The pt claimed that the keypad is intact. There was no adverse event associated with this complaint.